Event description:
On (B)(6) 2014, a customer reported an unexpected abo antigen mistype when testing a blood sample on a galileo neo.

Manufacturer narrative:
Immucor technical support was unable to complete the investigation because the customer did not respond to additional requests for information.